Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet powered off overnight due to battery depletion, and the user awoke and was having issues unlocking the ilet, while having a high blood glucose of 400 mg/dl. The user administered a subcutaneous dose of humalog insulin using a pen and charged the ilet. The device powered back on when placed on the charger, and the user later navigated the supply change menu without further unlocking issues. Symptoms included hyperglycemia without reported acute complications. Outcomes included transient disruption to diabetes therapy and user intervention with backup insulin, with no medical treatment or hospitalization. Investigation included customer interview, device use review, and troubleshooting with education. Investigation of this case revealed the device functioned once recharged, and user interface buttons operated as expected, suggesting power loss due to depleted battery rather than a hardware malfunction. It was concluded that the event was related to battery depletion, with operation recovered and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.